Event description:
It was reported that this recently implanted pacemaker exhibited low out of range pace impedance measurements in the right atrial (ra) channel. Technical services (ts) was consulted, noted one signal artifact monitoring (sam) event stored with low out of range impedance measurements, a rhythmiq event was noted with noise. Ts discussed possible lead issue uncovered with manipulation. Technical services (ts) discussed possible reprogramming options. The right atrial (ra) lead is a non boston scientific lead. This pacemaker remains in service. No adverse patient effects were reported.